Event description:
It was reported that during use the foley catheter had covered 3 separate issues. Firstly, deflation of balloon immediately, or soon after inflation. Then had inability to inflate balloon due to issue with inflation port. Lastly the catheter was physically breaking.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter had covered 3 separate issues. Firstly, deflation of balloon immediately, or soon after inflation. Then had inability to inflate balloon due to issue with inflation port. Lastly the catheter was physically breaking.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Initial reporter complete facility name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.